Manufacturer narrative:
Additional information: b2- requires intervention to prevent permanent impairment/damage b3- date of event: (B)(6) 2020 b5- the reporter indicated that the surgeon implanted an implantable collamer lens (icl) into the patients left (os) eye on (B)(6) 2019. It was reported that the patient developed psc cataract on (B)(6) 2019 that appeared to resolve by slit lamp and imaging by (B)(6)2019. The cataract re-appeared in (B)(6) 2019. The lens was explanted on (B)(6) 2020 and this resolved the problem. Status of eye: s/p cataract extraction with pciol implantation. D6a- (B)(6) 2019, d6b- (B)(6) 2020. H6- clinical code 4581- "transient loss of vision". Type of investigation 4110- lens work order search: no additional similar complaint type event(s) within associated lots were found. (B)(4)

Manufacturer narrative:
Additional information: h6 type of investigation- analysis of production records (B)(4): device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted an 12.6mm tmicl 12.6 of -7.50/1.5/090 (sphere/cylinder/axis) into the patients left (os) eye on (B)(6) 2019. It was reported that the patient developed psc cataract on (B)(6) 2019, that appeared to resolve by slit lamp and imaging by (B)(6) 2019. The cataract re-appeared in (B)(6) 2019. The lens was explanted on (B)(6) 2020, and this resolved the problem. Status of eye: s/p cataract extraction with pciol implantation. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens (icl) into the patient's left (os) eye. Reportedly, the patient developed psc cataracts on (B)(6) 2019 that appeared to resolve by (B)(6) 2019. The cataract reappeared in (B)(6) 2019.